Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging the onetouch lancing device lancing device was not penetrating her fingers. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the alleged issue had first occurred, however, the device had been in use for 1 month prior to contacting lfs. The patient reported oral medications with diet and exercise to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported developing symptoms of ¿shaky and sweaty¿ on an unknown date and time. The patient denied receiving any medical intervention in response to her symptoms. At the time of troubleshooting, the cca confirmed there was no misuse of the product and this was the first time the lancing device had been used. The patient¿s testing technique was reviewed and the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reported due to the alleged issue, she was unable to test and developed symptoms of suggestive of hypoglycemia.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4) 2013). The patient¿s lancing device has been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the lancing device passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.